Event description:
Patient's home infusion nurse called, currently infusing but stated that 2 screws came loose from the curlin pump and he found one in the tubing. He was able to get the pump working temporarily again, and still currently infusing. Requesting new pump to be sent and this one can be returned. Rph to note that this pump was just shipped to patient in (B)(6) 2020. Serial number and expiration date was no reported. No additional information or dates available. Reported to (B)(6) by health professional.